Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not working and intermittent gibberish. A technical support specialist dialed into the station, followed knowledge article (ka) - "1.5.2.1 thermal printer prints gibberish on new devices" to install the thermal printer driver, rebooted the station, and updated the user to verify if the printer was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, printer was not working and intermittent gibberish. However, there were no delay or adverse events or injuries reported based on this event.